Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an error oxygen disconnected even though it is connected. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse instructed the customer to run some tests to verify that the oxygen connections were properly tightened. After the customer performed the suggested tests and adjusted connections, the customer informed that it resolved the reported issue. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).